Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements to greater than 2000 ohms, triggering a latitude red alert. No adverse patient effects have been reported as a result of this observation.

Event description:
Additional information was received indicating that a revision procedure was performed wherein the lead was abandoned surgically and replaced. It was also observed that the lead conductor, insulation and lead body were damaged. The product is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that noise was observed on the rv channel for some non-sustained events. Oversensing was also noted which appears to last only for a few beats and was recreated with patient crossing left arm over right side. Furthermore, another red alert for high out-of-range pacing lead impedance was once again detected and this has been an ongoing issue. No further intervention was performed for the ongoing impedance issue and the physician is continually monitoring this patient. Noise that was noted recently did not result to pacing inhibition and no asystole was observed although there were two anti-tachycardia pacing (atp) episodes stored in the device. The physician will continue monitoring the device. Currently, the patient is doing fine and has no other issues.

Manufacturer narrative:
Additional information indicates that all other rv lead diagnostic measurements remain normal, and no x-ray has been taken for further investigation. The physician plans to monitor the situation at this time and check the patient again at the next follow-up. Current records suggest that this rv lead remains implanted and in service at this time. This event will be updated if any additional information is received. Subsequently, another latitude red alert was generated for an rv pacing impedance measurement of greater than 2000 ohms. The clinic was notified of the new alert, and available information suggests that the situation continues to be monitored at this time. This event will be updated if any additional information becomes available.